Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was over 400 mg/dl and 222 mg/dl, 505 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer was neither in emergency room nor admitted into hospital. Customer declined to performed high pressure test and already did self-test. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.